Event description:
The facility reported a colleague infusion pump with a malfunction where the manual tube release is broken. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction where a manual tube release is broken was confirmed during product evaluation by baxter service personnel. This condition was due to a broken manual tube release knob. The pump head module was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.